Event description:
Alleged issue: it was reported that the tapercut needle broke from suture and remained behind in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The DHR could not be conducted because the lot number was not provided. The manufacturer will continue to monitor and trend related events.